Manufacturer narrative:
(B)(4). Event month and day: unknown. Event year: 2017. Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a laparoscopic gastric bypass, the clips were used but the device blocked and the surgeon could not unblock the device. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 01/15/2018. Additional information was requested and the following was obtained: can you please clarify when the "ligamax 5 blocked and the surgeon could not unblock the device", was the device stuck on tissue/vessel and would not open? Would the device not fire clips (blocked)? What was done to address the issue that occurred with the device? What was done to complete the procedure? The surgeon wanted to execute the clip, but prior to the execution it was already blocked.

Manufacturer narrative:
(B)(4). Date sent: 03/06/2018. D4: batch # p92t50. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, a clip was noted to be jammed inside the shaft and under the advancer. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the clip jammed was removed and 13 clips were found inside clip track. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 10/30/2017. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify when the "ligamax 5 blocked and the surgeon could not unblock the device", was the device stuck on tissue/vessel and would not open? If yes, how was the device removed from the tissue/vessel? Or would the device not fire clips (blocked)? What was done to address the issue that occurred with the device? What was done to complete the procedure?

Manufacturer narrative:
(B)(4). This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1.